Event description:
Customer reports obtaining results of 30 mg/dl, 183mg/dl, 73mg/dl within 5 mins on the same device. Customer reports, that she drank orange juice and took 1/2 glucose tablet in response to the 30mg/dl result. No adverse event reported. No qcs were used. Requested return of suspect device and replacement was sent.